Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture. This right ventricular (rv) lead was successfully replaced. No additional adverse patient effects were reported.